Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator. It was reported four leads were attempted but only two were successfully implanted; two leads were unsuccessful due to non-integration on the same date. No patient symptoms reported. See MFR report number: 2649622-2016-05502.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.